Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the neck trial would not screw in to the stem trial. There was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned for analysis. Examination of the device cannot confirm the complaint. A functional test was performed with the returned mating device srom dist stem trial 13 std (product code: 257613100, lot number: mt0208). The returned devices thread and fully seat as intended. Overall appearance of the device presents a worn condition consistent with heavy and constant use for a long period of time. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - the device associated with this report was returned for analysis. Examination of the device cannot confirm the complaint. A functional test was performed with the returned mating device srom dist stem trial 13 std (product code: 257613100, lot number: mt0208). The returned devices thread and fully seat as intended. Overall appearance of the device presents a worn condition consistent with heavy and constant use for a long period of time. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: a1, a2, a3 corrected: h3.